Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw (lot: 31218a1047) was chosen for implantation. While attempting to secure the posterior leaflet into the clip arm, the leaflet kept buckling so the clip was moved as posterior as possible to optimize capture. During this attempt, the clip contacted the heart wall and the patient went into complete atrioventricular heart block and pulseless electrical activity (pea). Cardio-pulmonary resuscitation (CPR) was performed and the clip was retracted to left atrium. After CPR the patient returned to sinus rhythm. Another attempt was made to grasp both leaflets but the patient once again went into complete av heart block. CPR was performed again. The clip was removed and a permanent pacemaker was implanted. The mr remained unchanged grade 4.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, the reported positioning failure appears to be due to a combination of challenging patient anatomy (restricted posterior leaflet) and procedural conditions (clip moved posterior to optimize leaflet capture, which resulted in interaction with anatomy). The reported cardiac arrest appears to be a cascading event of the positioning failure. The reported patient effect of cardiac arrest, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.